Event description:
Additional information received from a healthcare professional (hcp) indicated that the patient¿s ¿tens¿ unit was not working and needed to call the manufacturer to have it repaired. They did not have any further information on what wasn¿t working or when it started.

Event description:
Additional information was received from a health care professional (hcp) reporting the stimulator was stuck on a high level, was shocking, and was uncomfortable. The hcp was looking for a manufacturer representative to meet the patient. This had started a week or more ago in 2016.

Event description:
Information received from a patient reported that they were experiencing overstimulation from their device. The patient wanted somebody to come out and help them with their implantable neurostimulator (ins) because they ¿couldn¿t go over 200¿ and would need it at that setting to turn it on so they could feel it. It was reported that if the patient went above 200, they could feel it in their crotch. The patient stated that they were used to being at 350 or 400. The patient also mentioned that they weren¿t ¿getting any help medication wise.¿ initially, the patient stated that they hadn¿t had any falls or traumas that could be related to the event. Then, the patient stated that they fell on their left knee and would try to fall on that side because their ¿tens¿ was on their right side. It was suspected that the patient was referring to their ins. The patient was to follow up with their healthcare provider (hcp). It was noted that the issue started about a week prior to the date of this report. Indications for use are spinal pain and failed back surgery syndrome.

Event description:
Additional information was received from the consumer. It was reported if they turned the implant on past 200 because their right side was really weak, it would go up to the middle of her crotch. The patient was currently on 200 on their right side and 150 on their left. The patient was requesting a manufacturer's representative to meet and check the device as they had reportedly never had problems with it. It was reported the device was not helping because they couldn't turn it up. It was reported the right side weakness had always occurred, while it was unknown when the device not helping and higher stimulation going to the crotch occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.